Manufacturer narrative:
Patient code: 2120,1862,2119,1871,3191 - mesh contracture, pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, fistula, incontinence, urgency, urinary retention, urinary tract infection, mesh contracture and pelvic organ prolapse. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and meshwas implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient experienced cystocele and uterine prolapse on (B)(6) 2008 where perigee was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted, due to rectocele. It was reported that the patient underwent explant surgery on (B)(6) 2013, (B)(6) 2018, and (B)(6) 2019. No additional information was provided.